Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit powered on with unexpected blank display. Unable to perform displacement test, self test, rewind, prime/seating, basic occlusion, force sensor test, displacement accuracy test, and occlusion test due to blank display. Unit was cut open perform a visual inspection and moisture damage was noted on pcba1 and force sensor. Isolate to electronic stack. Test p-cap locked in place properly during testing. The following damages were noted: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, missing display window/cover, cracked keypad overlay, pillowing keypad overlay, and scratched case. In summary, customer concern for cosmetic damage at battery compartment confirmed. Unable to verify customer allegation for high bg's. Moisture damage noted on electronic assembly. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported blood glucose value of 200 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-1880. Troubleshooting was performed and indicated pump replacement. No further patient complications were reported. Mmt-1880 was returned for analysis.